Event description:
It was reported that during patient use, the ventilator displayed an oxygen (o2) sensor failure message. The patient was removed from the ventilator and transferred to another ventilator. There was no patient harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4) . The ventilator was returned for investigation. The investigation confirmed the oxygen (o2) sensor failure message. The o2 sensor was replaced and the software was updated. The device then passed all testing.